Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stopped receiving pain relief sometime in december. The manufacturer representative (rep) did a lead check along with impedance and connectivity check and it shows the left lead is not fully seated in the ipg. Suspected that the lead is intact with no issue but just not connected to the ipg. The healthcare provider has put in an order for a pocket ipg revision.

Event description:
Additional information was received on january 22, 2022. The medtronic representative (rep) reported the cause of the left lead becoming disconnected from the ins was not known. Additional information was provided on february 7, 2022. The rep reported they spoke with the patient to obtain the following information. They reported that surgical intervention is planned, but will not be scheduled until insurance authorizes the surgery. Also, the pt had encountered other health issues that they were hospitalized for, which required the patient to wait on correcting the lead placement in the ins. The rep confirmed the patient was getting minimal pain relief as of (B)(6) 2022. It is expected that once the lead is placed back into the ins, the pain relief will resume.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.